Manufacturer narrative:
H3: product analysis: part # 55750017545, lot # h6052188 visual and optical inspection did not reveal any damage to the threads of the screw. Functional inspection with a sample set screw confirmed the set screw was able to be threaded all the way down into the pedicle of the bone screw. No fault found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred during a l2-5llif+pps (single position) procedure in left lateral decubitus position in a patient diagnosed with lumbar spinal stenosis. It was reported that after completing the final conclusion of the upper side (r), insert the downside (l) rod. The physician decided not to use sv56 counter torque, avoiding a large skin incision, and the inserter was sequentially unscrewed from the counter in a cranial direction. L2 was completed, and the final tightening of l3 was idling. When the set screw was removed and checked, a burr appeared and a new one was used, but the issue remained the same. As stated in the procedure manual, there was no change even when counter torque was used. The screw was replaced with a new one, implying a possibility of head deformation or damage. After the replacement, the final tightening was made without any problems. There was a delay of less than 60 mins. There was no patient symptom reported. There were no further complications reported regarding the event.